Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving dilaudid at a concentration of 6000 mcg and a dosage of 1019 mcg via an implantable infusion pump for spinal pain. It was reported that the patient complained of pocket site pain, and it was unknown when the pain began. The pump was functioning as it should. The patient reported pocket site pain, and wanted to have the pump removed. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pump was explanted on (B)(6) 2018 and was discarded. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.